Event description:
During an incident on event date involving a pt in cardiac arrest, this defibrillator would not recognize that the leads were attached. The pt was pronounced. It was reported that the AED lead wire was broken at the connection to the AED.

Manufacturer narrative:
The returned device was tested using a known good pt cable and the unit recognized a treatable rhythm, charged and delivered a shock. However, the pt cable connection inside the defibrillator was loose and if moved, the defibrillator prompted "check electcrode pads". The connector was foudn to be broken. The r2 pt cable returned with this device was sent in an envelope and was discovered later. Inspection found the pt cable to have both male prongs broken so that they were barely attached to the cable plug. This damage to the unit connector and the pt cable connecting plug appears to be the result of a blow as if the unit was dropped with the cable attached. In this condition, the device would have prompted "attach electrode pads" and been inoperable for pt treatment. The hs1000s operating instructions explain that at turn-on, 2 red electrode indicators flash and the voice phrase "attach electrode pads" will be repeated unti lthe electrode pads are attached. Electrode impedance is measured continuously to verify that there is electrical contact with the pt and that there is no short circuit between the electrodes. If contact is later lost during heartstart 1000s operation, the electrode indicators will again flash and the voice phrase "check electrode pads" will be repeated until contact is made. The operating instructions explain these prompts and what to do. The customer was sent a letter explaining our evaluation.